Event description:
Medtronic (covidien) received information through the swift prime clinical trial . The physician made 2 successful passes with the solitaire. The patient was reported to have suffered an hemorrhagic transformation / parenchymal hematoma 2 related to the procedure. No treatment was provided for this event. The event resolved a few weeks later and the patient was reported to be doing well. No other complications were reported. The event was adjudicated by clinical event committee (cec) as parenchymal hematoma 2 and related to procedure/treatment with the following comment: all hemorrhagic transformations in the solitaire arm occurring within the first 48 hrs are attributed to the index procedure/treatment since recanalization is the prerequisite for the hemorrhagic transformation and was more likely achieved by the procedure rather than the IV t-pa. However, the cec cannot exclude some contribution from the tpa.

Manufacturer narrative:
Additional information: the device was not returned for analysis as it was discarded. The lot history record review of the reported lot numbers showed no discrepancies that might have contributed to the reported event. (B)(4).